Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: d4 (UDI#), h4. The reported event could not be confirmed. Visual examination of the returned product identified superficial scratches and discoloration are present on the stem, porous coating, and ha coating from use in the field. Polished proximal taper, collar, and neck are scratched, gouged, and indented. Blue ink like spot is present on the medial curve. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - stem. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the final stem seated lower in the femur than the z1 broach. The stem had to be removed, and a high offset stem was used. It was reported that no further information is available.